Event description:
According to the reports, "plaintiff was caused bodily harm due to the knee scooter handlebars becoming loose causing plaintiff to fall. As a proximate result, plaintiff suffered bodily injury resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity for the enjoyment of life, expense of hospitalization, medical and nursing care and treatment."

Manufacturer narrative:
According to the reports, on 2/3/2024, "plaintiff was caused bodily harm due to the knee scooter handlebars becoming loose causing plaintiff to fall. As a proximate result, plaintiff suffered bodily injury resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity for the enjoyment of life, expense of hospitalization, medical and nursing care and treatment." No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.